Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
02/11/2019: updated event description: it was reported that on (B)(6) 2019, the patient was having a procedure to correct a mid-shaft femur fracture. The unknown tfna was inserted into the patient's femur. The surgeon inserted the nail too far and attempted to back it out in order to get the guide wire through the nail for blade insertion. The surgeon was unable to back the nail out, resulting in the inability to insert the guide wire or blade. The procedure had approximately 1-hour surgical delay. The surgeon locked the distal nail and decided to leave the implanted nail in the patient without the blade. It was noted that the bone was hard. During the procedure, the impaction handle tip broke off broke inside the insertion handle. The impaction handle tip broke off inside the handle. The procedure was not successfully completed. At the end of the procedure, the fracture was aligned and there is no plan for revision.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: : a device history record (DHR) review was conducted: part: 03.010.523, lot: 9570802, manufacturing site: (B)(4), release to warehouse date: 02. Sep. 2015. The device history record shows this lot of 49 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. The material was reviewed and the hardness value was confirmed to meet the specification with no non-conformance noted.review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: visual inspection performed at customer quality (cq) confirmed the condition of device breakage, which agrees with the reported complaint condition. The device has broken at the most proximal thread form of the distal threaded tip. The fracture surface appears homogeneous with no voids or dark spots. The balance of the device shows surface wear consistent with use and which would not impact the functionality. No new issues were identified during the inspection. Based on the reported complaint description it is not possible to definitively determine if external factors (use error, misuse/abuse, etc.) Impacted the complaint condition. An insertion handle was returned as a concomitant device without an alleged complaint condition as the broken off threaded tip remains lodged inside the insertion handle. Upon visual inspection, there is no evidence that this device contributed to the complaint condition, and therefore no additional investigation will be performed on this device. Drawing/specification review: the relevant drawings were reviewed during investigation and no design issues were noted. The 03.010.523 driving cap is a reusable instrument routinely used in the titanium cannulated tibial nails system and femoral recon nail system to aid in nail insertion. Dimensional inspection: dimensional inspection conducted at cq at the region proximal to breakage measured and falls within the specification per relevant drawing. Material analysis: the design specified the device to be manufactured from material 1.4542 and heat treated to h900 (423 hv10 - 468 hv10). The material was reviewed and the hardness value was confirmed to meet the specification with no non-conformance noted. This complaint is conformed. Conclusion: a visual inspection, document/specification review and dimensional inspection were performed as part of this investigation. The distal tip of the complaint device was observed to be broken off and found stuck in handle , thus confirming the complaint. While a definitive root cause could not be identified, it is possible that an off-axis strike on the driving cap contributed to the complaint condition. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. (B)(4), device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is synthes sales consultant. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was having a procedure to correct a mid-shaft femur fracture on (B)(6) 2019. The unknown tfna was inserted into the patient's femur. The surgeon inserted the nail too far and attempted to back it out in order to get the guide wire through the nail for blade insertion. The surgeon was unable to back the nail out, resulting in the inability to insert the guide wire or blade. The procedure had approximately 1-hour surgical delay. Surgeon locked the distal nail and decided to leave the implanted nail in the patient without the blade. During the procedure, the driving cap threading broke inside the insertion handle. The procedure was not successfully completed. At the end of the procedure the fracture was aligned and there is no plan for revision. Concomitant medical products reported: hybrid instertion handle (part#: 03.037.011, lot#: 9518656, quantity#: 1); helical blade (part # unknown, lot # unknown, quantity 1). This report is for one (1) driving cap/threaded this is report 2 of 2 for complaint (B)(4).